Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011 the patient was implanted with a spectra penile prosthesis device. On (B)(6) 2011 the entire device was removed and replaced with an inflatable penile prosthesis. The reason for the replacement was not reported. Additional information has been requested.